Event description:
The user reported that, during a renal case, the catheter was pulled through hemostasis valve and the tip was found to be missing from the body of the catheter. The tip of the catheter was found on the table and had not been inserted into the pt. The catheter was exchanged for a new one. No pt harm or injury was reported.

Manufacturer narrative:
Device eval: one device was returned for eval. The device was visually inspected and the tip was disconnected from the body of the catheter. The complaint is confirmed. The break point was inspected under magnification and a jagged edge was observed. The root cause of the failure is attributed to a large force being applied to the fuse zone of the catheter tip and body. The catheter showed evidence of proper mfg and all in-process testing was within the spec. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.